Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch 9617229-2024-22712-01. Aware date should have been listed as 23/oct/2024.

Event description:
Patient reported left side faulty implants (allergan) were inserted. Physician reported capsular contracture, baker grade iii. The device has been explanted.

Event description:
Patient reported left side faulty implants (allergan) were inserted. Physician reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation, crease fold, particles and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side faulty implants (allergan) were inserted. Physician reported capsular contracture, baker grade iii. The device has been explanted.